Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50mm x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The proximal stent struts were lifted from the crimped stent position and bunched distally. The undamaged stent outer diamater was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues.

Event description:
It was reported that stent damage occured. The 3.50x22mm target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.50x24mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and causes stent struts deformation. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.

Event description:
It was reported that stent damage occured. The 3.50x22mm target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.50x24mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and causes stent struts deformation. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.